Event description:
It was reported the customer was having a high blood glucose event. The customer stated their blood glucose was 600 mg/dl. It was also reported the customer had been treating their blood glucose with 30 to 35 units of insulin, but their blood glucose would not decline. Customer also stated they had been vomiting throughout the day. The customer also did not believe the insulin pump was the cause of their high blood glucose. Customer stated they recently received the flu shot. The customer declined to troubleshoot for their high blood glucose. Customer also stated they will go to the hospital if their high blood glucose persists. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).